Manufacturer narrative:
The field service engineer found water under the electrodes and salts around the reference electrode. The ise block was opened and cleaned. Seals were verified. After running ise checks, it was verified there was no water and checks recovered as expected. Upon review of calibration data, no issues were observed. Quality control data showed controls outside of range on the day of the event. Upon review of the alarm trace, no relevant alarms occurred on the day of the event. Centrifugation speed and time were not appropriate for the tube type which was used. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable ise results for six patient samples tested on the cobas 6000 c (501) module. Of the six samples, one had discrepant results for ise indirect k for gen.2 and three had discrepant results for ise indirect na for gen.2. The incorrect values were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. Corrected reports were issued. One level of na control was outside of range on the day of the event. Controls were repeated after calibration and were within range. The na and k electrode lot numbers and expiration dates were requested, but not provided.